Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Analysis revealed the trilumen insulation was twisted off and all conductors at this location were twisted/braided together and electrically shorted at distal end of yoke molding, approximately 15 cm from is-1 terminal pin. Final evaluation concluded the damages were most likely the result of twiddlers syndrome. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific received information that this device displayed a fault code (fc) 1004 and fc 1007. The charge time (CT) was greater than 45 seconds and the device could not be interrogated. A boston scientific technical services consultant discussed device and lead replacement as therapy cannot be delivered due to the fault condition. The system was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this patient might have had twiddlers syndrome. The lead was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.